Manufacturer narrative:
H.6. Investigation: thirty nine sealed 31g x 5mm pen needle samples were returned from lot. No. 9330083, cat. No.320212. Visual examination was carried out on thirty nine samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pn 31x5 europe bd brand cannula broke during use. The following information was provided by the initial reporter: pharmacy emails that a customer reported cannula broke during injection and cannula stuck in sub cutaneous tissue. Customer left rest of pn box at pharmacy. Pharmacy did not collect contact info to customer and the used sample was not given to pharmacy, so this is all info we are able to obtain.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31x5 europe bd brand cannula broke during use. The following information was provided by the initial reporter: pharmacy emails that a customer reported cannula broke during injection and cannula stuck in sub cutaneous tissue. Customer left rest of pn box at pharmacy. Pharmacy did not collect contact info to customer and the used sample was not given to pharmacy, so this is all info we are able to obtain.